Event description:
Complainant alleged that while attempting to monitor a patient, the device was unable to obtain an ECG signal electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product, and will be providing a follow-up report when our investigation is completed.